Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched which make it difficult to read the various menus. The customer's blood glucose value was unknown. The control buttons were sticking which was making the insulin pump more difficult to operate. The insulin pump will not be returned for analysis.